Manufacturer narrative:
A certain® universal ratchet extension implant driver (long) was returned for inspection. Visual inspection revealed wear consistent with use. The o-ring appeared to be worm and compressed, likely requiring exchange. The product was functionally tested, and found to fit more loosely than normal. The complaint malfunction was therefore confirmed. A device lot number was not provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Subcrestal implant placement protocol ¿ certain® internal & external hex connection tapered implants ¿final seating of the implant may require the sue of the ratchet extension and the ratchet wrench. Verify that the ratchet extension is engaged/retained within the ratchet wrench (wr150 or h-tirw), in order to prevent accidental swallowing or aspiration of the ratchet extension.¿ the risks associated with biomet 3i implant placement are highlighted in risk management file rm-00053-haz rev 3 ¿ master implants, and identifies the following probable cause for this reported event: ¿ clinician does not follow recommended protocol for implant placement and final seating (e.g. Driver inserted incorrectly, driver selection, driver not fully engaged, driver maintenance protocol followed) a singular cause for the event could not be determined.

Event description:
The dentist indicated a device malfunction causing a delay in the surgical procedure due to the dentist not having a replacement device to complete the procedure. The dentist said that he was not able to insert the driver (ire200u) into the wrench and as a result the doctor was unable to complete the procedure causing a delay which required the patient to return at a later date in order to complete the procedure.